Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and use of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the peritonitis event is touch contamination by the patient. The culture result of staphylococcus haemolyticus supports that conclusion as this organism inhabits the skin. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event with hospitalization.

Event description:
During follow-up for a separate event, it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis in (B)(6) 2024. Additional information was provided through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024 with unspecified symptoms. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with (ip) vancomycin and ceftazidime per protocol (dose, frequency, and duration not provided). The culture resulted positive for staphylococcus haemolyticus. The patient continued antibiotic therapy with ip vancomycin every 5 days and the ceftazidime was discontinued. The patient was not hospitalized. The cause of the peritonitis was touch contamination by the patient. The patient recovered from the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up for a separate event, it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis in (B)(6) 2024. Additional information was provided through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6)2024 with unspecified symptoms. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with (ip) vancomycin and ceftazidime per protocol (dose, frequency, and duration not provided). The culture resulted positive for staphylococcus haemolyticus. The patient continued antibiotic therapy with ip vancomycin every 5 days and the ceftazidime was discontinued. The patient was not hospitalized. The cause of the peritonitis was touch contamination by the patient. The patient recovered from the peritonitis event.